Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" could not be confirmed. The device passed all tests and no problem were observed. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "motor is failing to grip the burr"; (device cannot secure the cutter". It is known that the device was being used during surgery. It is also known that there was no pt or user injury; however, it is unk if there was medical intervention or surgical delay related to the event. There was no add'l info provided.